Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. The patient was administered steroid injections on (B)(6) 2017 and (B)(6)2018. Subsequently the excess skin was excised. Prior to the latest events, the patient experienced infection and granulation tissue at the abutment site in 2017 and subsequently, the site was cauterized and the patient was treated with oral antibiotics.

Manufacturer narrative:
It was reported the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. This report is submitted on october 22, 2018.